Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon injection port was leaking and expelled fluid. The leakage was noticed immediately after injection of the saline into the balloon, when the emptied syringe was removed. The catheter was replaced.

Manufacturer narrative:
Received 1 used temperature sensing foley catheter with meter bag attached and with the original barcode label. The reported event was unconfirmed. Per visual inspection no obvious defects were found. No manufacturing defects were observed. Per the functional evaluation, the catheter balloon was inflated with 15cc of air using a syringe and it was not deflated. The catheter balloon was then inflated with 10ml of a mix of tap water and blue methylene using a syringe and was left for 45 minutes resting on a flat surface and no deflation was found. The catheter was handled at the bifurcation area, inflation valve assembly, inflation arm and no leakage/deflation was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the balloon injection port was leaking and expelled fluid. The leakage was noticed immediately after injection of the saline into the balloon, when the emptied syringe was removed. The catheter was replaced.